Manufacturer narrative:
(B)(4). Eval summary: the guide wire was returned without blood or contrast visible. There was a bend in the tip 3mm proximal to the tip ball. The coils were pushed distal from the center solder for a length of 1mm. There was a bend in the core 6mm distal to the proximal end of the guide wire. There was no other damage noted to the guide wire. The tip was tugged on to confirm that the core and shaping ribbon were intact. The bend in the guide wire tip was measured and is a j-shape guide wire. Stretched coils and a bend in the core prior to use can occur due to, but is not limited to, mfg, damage due to shipping/storage conditions, removal technique from the dispenser, and/or product handling. Instructions for use states: remove the guide wire from the dispenser by pushing the exposed section of the guide wire into the dispenser until the guide wire tip and a portion of the core exit the end of the hoop. Then grasp the core of the wire to remove it totally from the dispenser. Avoid damaging the fragile guide wire tip. Do not grasp the tip of the wire while removing it from the dispenser. A review of the lot history record was performed and indicates that this lot met all mfg release requirements and there are no non-conforming material records (ncmrs) associated with this lot. Overall, a conclusive cause could not be determined for the noted stretched coil and bend in the core. Mfg will be notified to further investigate the j shaped tip guide wire in a straight non-j shaped tip guide wire package.

Event description:
It was reported that the tip was found bent when the guide wire was unpacking. There was no pt involvement. No additional event or pt info is available. Returned device analysis noted that the guide wire was j-shaped, but packaged in a straight wire package.